Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. The patient had two nodules in the puncture area causing hyperthermia and erythema. Which was evaluated with neurologist who further prescribed amoxicillin-clavulanic acid for every 8 hours. No further information available.